Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a 111" (281 cm) smallbore quadfuse ext set w/5 check valves, 5 tubing clips, 8 clamps (4 white, 2 red, 2 blue), t-connector, rotating luer where it was reported that one of the lines, the one containing propofol (for anesthesia) disconnected at the proximal end where the set attaches to the cannula, and the drug leaked out. Someone became aware of the issue when the staff noticed propofol leaking out of the set and the line disconnected. It occurred during use on a patient; it was in use for half an hour. The tubing was replaced, and therapy resumed without any further issues. No medical intervention was required as a result of the disconnection. There were no issues with the patient before, during, or after the event. There was patient involvement and delay in therapy, but no adverse event or no one was harmed.

Manufacturer narrative:
Devie received on 7/8/2025 investigation summary received one (1) used 011-c3278 smallbore quadfuse ext set for inspection. An extra quadfuse was found bonded to the set. An ICU medical provided male and female luer were used to connect to each access point on the set. Each connection was secure with no propensity to disconnect. Each female and male luer were measured and found to be iso compatible. The set was leak tested per product specifications. There was leakage from the unbonded lines in the extra quadfuse. The reported complaint of separation was unable to be replicated or confirmed. The probable cause of the extra quadfuse is due to an assembly error in the assembly plant. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.